Event description:
The customer reported to olympus, the image was distorted when the scope was connected to the system main body. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the charged coupled device unit, the monitor showed a black screen with no image, that did not return to normal. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.